Event description:
The customer reported a delay in turnaround time for cardiac troponin I (tni-ultra) results on two patient samples on an advia centaur cp instrument. There were no discordant results obtained. The results were reported to the physician(s) after the samples were processed. There are no known reports of patient intervention or adverse health consequences due to the delay in tni-ultra results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they received a signal error while running the patient samples for tni-ultra assay. The customer recalibrated the tni-ultra assay, which resolved the issue. The cause of signal errors causing delay in tni-ultra results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.